Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: it was reported that independent radiologist (mmi) reported 3mm of glenoid radiolucency at 6 month follow-up which was later confirmed by investigator. X-rays were available for investigation. 3 preoperative x-rays, 5 x-rays 6 weeks after surgery, 4 x-rays 6 months after surgery, and 3 x-rays 12 months after surgery. On all x-rays the correct positioning of the anatomical shoulder glenoid and of the sidus head could be observed although the anchor and the head were too large compared to the patient anatomy. On the ap x-rays at 6 week follow-up and later follow-ups a radiolucency area is partially visible around the cemented pegs of the glenoid component. On the axillary x-rays at 6 and 12 month follow-up the radiolucency is also visible. On the ap x-rays of the 6th post-operative week and at later follow-ups, an increasing radiolucency on the medial humeral cortex is visible. This radiolucency indicates impingement of the gleno-humeral joint. The surgical report dated (B)(6) 2014 was returned for evaluation. The surgical notes described the use of the correct procedure. A 42x15 head was implanted with a medium anchor. Bone quality of the humerus was reported to be good, and the one of glenoid excellent. The notes of the follow-up visits were also returned. The visits reported good outcome and no major concerns. No other documents were provided. Devices analysis: no product was available for investigation. Review of internal documents: surgical techniques anatomical shoulder and sidus shoulder contain all information about the correct positioning of the glenoid, head and anchor. A 42x 15 head was implanted with a medium anchor. It has to be noticed that according the surgical technique the optimal anchor for a 42x15 head is size s. Possible causes for the reported event according to dfmea: aseptic loosening due to wrong radii combination, normal use, overload, wrong positioning. Loosening due to wrong geometry of peg, wrong positioning, insufficient bone. Possible as the x-rays showed suboptimal anatomical size and positioning of the implants. Adverse body reaction due to material not biocompatible or due to bioincompatible due to harmful leachables from implant material and loosening / allergic reaction due to corrosion of particulate metal, due to fretting, leads to adverse body reaction. Not possible as biocompatibility specification and material compatibility specification certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicate that there was no material fault. Implant breakage, loss of function, pain due to aging of implant materials results in reduced material strength or capacity to perform intended function. Possible as the x-rays showed some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. Surgery failure due to insufficient, unavailable or over complicated surgical technique or due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. Not possible as surgical techniques contain all information. Damage to bone through intraoperative corrections affect performance in-vivo due to intraoperative corrections might contribute to poor long-term results. Not possible as no intraoperative corrections were reported in the surgical notes. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted a a.s. Glenoid s cemented on (B)(6) 2014 on the right shoulder. It was reported that 3mm of glenoid radiolucency was detected on x-ray on (B)(6) 2014. The product is still implanted and the patient being monitored.